Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's system was auto reducing and as a result was experiencing ineffective therapy. Upon further investigation system diagnostics recorded high impedances on one lead, and x-rays confirmed the other lead had migrated. It was also reported that the patient had a minor car accident a couple months ago. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.